Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage and failed battery test. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin pump had cracked at the reservoir threading, makes it hard to get the reservoir in and out, cracked on the back side. Customer stated that the insulin pump had rejected new battery. The device will not be returned for analysis.